Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that there was a "localizer fault" message during the procedure. The site was using the flat emitter and possibly twisted the lemo connector upon disconnecting. After switching to the side emitter, the "localizer fault" message resolved. Technical services (ts) and the medtronic representative (rep) walked the site through adjusting the side emitter, patient tracker, and instrument tracker. The site was then receiving a geometry error of 3.5mm with the instrument tracker on the registration probe. The site needed to proceed and was going to try using another registration probe. The break out box (bob) was communicating and had green lights in the ports. The site switched ports in the bob for clarity. There was no impact to the patient outcome.

Manufacturer narrative:
The system was serviced in the field and the emitter 9733752 axiem 3 table top was replaced. The system passed all tests and was performing as intended. Codes b01, c13 and d02 are applicable. The emitter 9733752 axiem 3 table top was returned, however analysis has not yet been completed. Codes b21, c21 and d16 are applicable. Concomitant medical products: other relevant device(s) are: product ID: 9733752. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hardware analysis of 9733752r determined that the returned flat emitter was tested for five hours and no issues were observed, as tracking remained normal throughout testing, on all ports / instruments. Update: lot number of 9733752r is 603002557. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.